Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the biased low tacrolimus results is unknown. The reagent issue is under investigation by siemens healthcare diagnostics inc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the original MDR (B)(4) 2013. Additional information: siemens healthcare diagnostics inc. Issued an urgent medical device recall on (B)(6) 2013. The recall letter confirmed the complaint of low qc and patient sample recoveries with the dimension tacr flex reagent cartridge lot fa3316. The recall letter instructed customers to immediately discard any remaining reagent inventory of lot fa3316.

Event description:
Biased low results were obtained on tacrolimus (tacr) on patient samples. Patient results were reported to the physician. After a trend was noted by the account, repeat tests were run on an alternate instrument system and higher results were obtained. Corrected reports were issued. There were no reports of patient treatment having been altered or prescribed on the basis of the biased low tacr results. There was no report of adverse health consequences as a result of the biased low tacr results.